Manufacturer narrative:
(B)(4). The reported event cannot be verified do to the device not being returned and the lot number reported as unknown. However, if the affected device is returned and made available for investigative analysis, the complaint may be reopened and addressed as needed. The method sheet for manufacturing assembly was reviewed and was found in an acceptable manner, nothing had been altered or amended, as was the same for the manufacturing assembly line and equipment. Based on historical complaints analysis, the type of reported events of this manner were not related to device malfunction. During follow up, initial reporter, steve brown responded: "we do not believe the device malfunctioned. We believe the injuries occurred due to the device being improperly applied continuously for 79 minutes." No corrective action is required at this time as there was no malfunction and the mystic ii vad device was not returned for investigative analysis.

Event description:
Report mw5075050 received through FDA's medwatch program. "Following vacuum assisted vaginal delivery, newborn found to have frontal and occipital skull fractures, subdural hemorrhage, and left clavicle fracture."